Manufacturer narrative:
Correction g4: combination product: change from yes (as reported on the initial) to no. Additional information was added to h6 and h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked from the patient connector. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.